Event description:
It was reported that a patient presented with post-paced t-wave over-sensing and phantom programming noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.